Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. However, pump error 63 alarm confirmed in the pump history (variable info = 3) due to broken trace at pin6, u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm and software error detected. Customer¿s blood glucose level at time of incident date was in 200 mg/dl and current blood glucose was 287 mg/dl. Customer reports the following symptoms related to their high blood glucose like nausea and sluggish. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that self-test passed. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.